Event description:
Additional information later reported the patient experienced rigidity, the patient was completely stiff all over. It was found the baclofen pump catheter tip needed revision. The event was attributed to the catheter, the catheter had dislodged/migrated. Per the healthcare provider (hcp) it was difficult to locate the exact placement on x-ray by the radiologist and the neurosurgeon.troubleshooting/interventions included x-ray and surgical revision of tip of catheter. Now the medication was going into correct place. The hcp was titrating the medication up at a much lower dose. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient came in on the date of this report and had increased spasticity. The patient had been seen 5 days prior to this report and there were no issues. On the date of this report, they had tried to read the pump 5 times and could not read it. During this report, the hcp (healthcare professional) removed the batteries from the programmer and then put the same batteries back in it. She tried reading the pump again, making sure the right application was selected, and was able to read the pump. It was noted that the hcp had a computer and laptop close by when trying to read the pump. On (B)(6) 2014, it was reported that ¿recent¿ dose increases were not effective but no time frame was reported. An x-ray and CT were done and it was decided to move the catheter higher so a new spinal segment was implanted. The device system was delivering baclofen. The outcome with regards to the patient¿s increase spasticity were not reported. Further follow-up is being conducted to obtain this information. If additional information is obtained a follow-up report will be sent.